Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Email address unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that the unknown biomet screw was fractured inside the implant. They were unable to remove the broken screw, but they were able to place another screw and utilize the implant to support the bridge. The implant was subsequently removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The associated implant was returned for investigation. Visual evaluation of the as returned product identified that the unknown fractured screw was inside the implant drive feature, which is too badly damaged to be removed. The reported product was located on tooth # 4 and used for approximately 7 years. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Complainant reported that the abutment screw fractured. The reported complaint is confirmed following inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: g4: date received by manufacturer . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H6: evaluation codes.

Event description:
No further event information is available at the time of this report.